Manufacturer narrative:
On 11/12/2019, during evaluation of the device a tear was observed on the posterior view, measuring approximately 1 cm. Leak testing revealed there was leakage from the valve. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined and regarding the tear observed, deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) caucasian female patient underwent a breast reconstruction primary with a mentor smooth round moderate profile 200cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with a mentor smooth round moderate profile 200cc on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, during evaluation of the device a tear was observed on the posterior view, measuring approximately 1 cm. Leak testing revealed there was leakage from the valve. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined and regarding the tear observed, deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. By the other hand, asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).